Event description:
It was reported that while in use on a patient, "balloon pump stop work during use". As a result, the pump was exchanged with another pump. No patient harm or injury. The patient status is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon pump stop work during use" was not able to be confirmed as no part was returned for the investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4) ,other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "balloon pump stop work during use". As a result, the pump was exchanged with another pump. No patient harm or injury. The patient status is reported as "unknown".